Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was received insulin flow block alarm. The customer's blood glucose was unknown. The customer stated that they sites are rotated, site locations with sufficient sub-quetanious tissue are being selected, and they avoid inserting into areas with scarred tissue. The customer troubleshooting was performed. The customer stated that the tubing was not bent or kinked and they was tried all remedies. The product will be returned for analysis.

Manufacturer narrative:
Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. (B)(4).